Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Patient reported right side pain and rupture. Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Photo device evaluation: "visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
Patient reported right side pain and rupture. Patient later reported capsular contracture baker grade iii. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side pain and rupture. Device has been explanted.